Event description:
As pt was being transferred from the or table to the stretcher following a turbt and needle biopsy of the prostate, the pt was found to have a 5cm x 1.5 cm full thickness burn to the right posterior/lateral thigh. Immediate intervention included silvadene cream applications. Seen by a plastic surgeon, the pt underwent excision of a full thickness defect of the right posterior thigh on 12/6/96. Investigation identified that the burn was at the site of the grounding pad placement. The bovie machine, groundpad, active electrode and cord were assessed by clinical engineering on 12/3/96. Unit tested ok. Nursing assessment identified proper placement. Possible issue of faulty grounding pad.